Event description:
During an elective replacement procedure, it was not possible to remove the right ventricular (rv) and right atrial (ra) lead from the header of the device. The leads were removed with strong force and a new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of the atrial and ventricular leads was almost impossible to remove from the header was confirmed. Analysis revealed this device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. This caused both leads to become stuck in the header. This shows the high abnormal force needed to remove leads from the connectors of the original sbp header design. Actions have already been taken to prevent reoccurrence. A header re-design has been implemented to correct this issue.